Manufacturer narrative:
Returned device was received in excellent physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to duplicate the reported issue. The bottom case was found to have a loose screw which was promptly tightened. Otherwise, no fault was found with the system. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump had a clutch lever with too little tension, the timing plate is alleged to not be properly located, and the bottom case screw is not tight enough to seal near the battery. No adverse events were reported.